Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose was 150 mg/dl. Additional information was not provided. The customer declined troubleshooting and follow up from tandem technical support.